Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (540-541 mg/dl) due to incorrectly programming the pump settings. The customer delivered a correction bolus to treat the bg. The settings were corrected and the customer resumed insulin therapy.